Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl defibrillator shows an error 10004 system failure cycle power message. There was no negative pt impact.